Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device shut off while monitoring a patient. There was no adverse patient impact reported.